Manufacturer narrative:
Date of event: the exact date of event is unknown. The best estimate is between 7/14/2020 and 10/20/2020. (B)(4). Device evaluation: the product testing could not be performed as the product was not returned (the lens was discarded at the customer site). The reported complaint cannot be confirmed. Manufacturing record review: the manufacturing process record was evaluated, and no deviation was found during process related to the complaint issue reported. The product was manufactured and released according to specifications. A search in complaint system revealed that no other complaints have been received for this production order number. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson and johnson surgical vision has been submitted.

Event description:
It was reported that an intraocular lens was explanted from a patients left eye as the patient had astigmatism. A replacement lens of a different model, zcu225, 22.0 diopter lens was used. There was no incision enlargement, no vitrectomy and no sutures required. Reportedly the patient is doing well and no patient injury was reported. The lens was cut up and thrown away by the account. No further information was provided.